Event description:
Event description cpi received information that this selute lead was removed from service after only three days of implant, due to loss of sensing and loss of capture and low impedance readings. Another selute lead was implanted.